Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pth on two cobas e 801 analytical unit analyzers. The sample initially resulted in a pth value of 65.3 pg/ml when tested on the first e 801 analyzer. The doctor questioned the result, so the sample was repeated. When repeated on a second e 801 analyzer, the result was 84.9 pg/ml. When repeated on a third e 801 analyzer, the result was 61.0 pg/ml. The customer deemed the pth value of 84.9 pg/ml to be correct.

Manufacturer narrative:
The serial number of the first e 801 analyzer is (B)(6). The serial number of the second e 801 analyzer is (B)(6). The serial number of the third e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer loaded fresh reagent packs and calibrated them. Precision studies and correlation studies were performed; both had good results. No further issues were reported by the customer. The customer clarified that the assay had not been calibrated since july 2025, so they loaded new reagent packs to get a new lot calibration. Per product labeling, the assay calibration recommendation is every 12 weeks with the same lot and every 28 days when using the same reagent pack. The investigation determined the customer's action resolved the issue.